Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4, when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure, it is very likely that the meter has exhibited the memory overwrite malfunction. Because the customer was receiving the error 4 message, the customer was unable to test, and as a result, began to sweat profusely. Customer's wife treated with orange juice and glucose in order to stabilize glucose levels.